Event description:
Pat1 in nicu was being treated with inomax inhaled nitric oxide. Pat1 was on 20 ppm nitric oxide. Respiratory therapist went to change tank. New tank was shrink wrapped at valve and supposed to be full. Respiratory therapist opened the tank and found that it was empty, with less than 200 psi when opened. Another tank was brought up to nicu as a replacement for the empty tank. The replacement tank was also shrink wrapped and supposed to be full. The respiratory therapist opened the replacement tank and discovered that it was only half full. At this time, the decision was made to use the partially full tank to continue the no treatment.